Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in pts who are post-menopausal. (B)(4).

Event description:
It was reported that "approx 2-3 weeks ago" an attempted novasure endometrial ablation, on an (B)(6) female with multiple medical problems, resulted in two unsuccessful cavity integrity assessment (cia) tests. The physician abandoned the procedure. No electrical energy was applied. No post hysteroscopy was done. The pt was observed in the recovery room where she continued to have pain. A computed tomography (CT) scan suggested bowel perforation and the pt developed an acute abdomen. Fourteen hours following the attempted ablation a laparoscopy was done. "Upon laparoscopic entry, fecal matter was identified within the abdominal cavity." A rectal perforation was seen "that appeared to have come from the posterior right cul-de-sac and extended through the rectum". The perforation was "approx 1.5cms in diameter" and a "diverting colostomy was performed". No uterine perforation was seen. "Following this surgery the pt became septic and expired approx 1 week later." We have been unable to obtain additional info surrounding this event. If additional info is returned a supplemental medwatch will be filed.